Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found the tubing was cut about 2.5 inches long on the supply line. Functional testing was performed with air in the line noted from the cut in the tubing. The reported condition was verified. The cause of the leak was a cut in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during set up before the patient was connected. The patient confirmed that tubing was correctly connected to the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed a slice approximately 2.5 inches long from the edge of the cassette near the supply line volcano valve to the drain line volcano valve on side of the cassette that interfaces with the gasket on the cycler.. During functional testing air was observed being pumped through the supply line and through the drain line. The cause of the air was determined to be the slice along the cassette. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.